Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a right atrial lead revision due to low impedance, loss of capture and sensing. During revision the lead would no retract. The lead was capped and replaced successfully. The patient was doing well and would continue to be monitored.